Event description:
The customer contact reported a delay in critical therapy following a leak. On an unspecified date, it was reported the vial was manually filled with an unspecified medication and was loaded into an unspecified patient controlled analgesia (pca) pump. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that the patient was "screaming in pain as the patient was not receiving the expected amount of medication." At this time, the customer contact reported that an unspecified volume of solution was noted to have leaked from "the top of the blue plunger" of the vial. The pca therapy was discontinued. Therapy was resumed using a 60ml syringe with an unspecified pump. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.